Event description:
The lariat snare is an electrosurgical device designed to be used to endoscopically grasp, dissect, and transect tissue during gastrointestinal (gi) endoscope procedures. The user reported incomplete cautery during use of the lariat snare, which required the use of clips to treat resultant bleeding at the polypectomy site. The event was estimated to have occurred in (B)(6) 2015. Through follow up communications with the user, us endoscopy learned the entrapped polyp tissue which was located near the insertion catheter was not fully cut and cauterized. The remainder of the entrapped polyp tissue was fully cut and cauterized. There was no additional harm to the patient as a result of the bleeding or use of the clips. Information found in the instructions for use (continued): endoscopic polypectomy with diathermic snares should not be performed without a thorough understanding of the principles of diathermic energy. Consult the electrosurgical generator manufacturer's instructions for use for proper settings and use of the generator. The lot number was not known, and the product was not returned for examination. A review of the manufacturing records for three lots most recently distributed to the user found no anomalies recorded and all expected tests and inspections were performed with acceptable results. This report will be updated if further information becomes available.

Manufacturer narrative:
The lariat snare is an electrosurgical device designed to be used to endoscopically grasp, dissect, and transect tissue during gastrointestinal (gi) endoscopic procedures. The user reported incomplete cautery during use of the lariat snare, which required the use of clips to treat resultant bleeding at the polypectomy site. The event was estimated to have occurred in (B)(6) 2015. Through follow up communications with the user, us endoscopy learned the entrapped polyp tissue which was located near the insertion catheter was not fully cut and cauterized. The remainder of the entrapped polyp tissue was fully cut and cauterized. There was no additional harm to the patient as a result of the bleeding or use of the clips. Information found in the instructions for use includes: consult the medical literature relative to techniques, complications and hazards prior to the performance of any endoscopic procedure. Endoscopic procedures should only be performed by persons having adequate training and familiarity with endoscopic techniques in polypectomy. Use of a snare should not be attempted unless proficiency in technique has been developed by the clinician.